Manufacturer narrative:
The customer attempted to restart the device and attached 3 separate scopes to verify that the error was with the light source. None of the methods fixed the scope communication error. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found corrosion inside scope socket tubing and light output measured out of range. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was displaying an error code b30. The issue was found during preparation for use in an unknown procedure. The procedure was completed without any delay using another evis exera iii xenon light source-clv-190. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the b30 error message was likely caused by an abnormality in communication with the scope due to the attachment of foreign matter at the electrical junction or attachment of moisture, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.